Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4).

Event description:
It was reported by the sales rep via cst tool that the fms vue pump had a pressure fluctuation from 100 to 170. The lavage cycle was not being utilized. Tubing chamber was also filling up on its own. There was no surgical delay. A replacement vue pump was used to complete the case. There were no fragments generated. There was no patient consequence or surgical intervention required. It was unknown whether the patient was part of a clinical study.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. Per service manual operational and diagnostic analysis does not confirm the reported issue (fluctuation pressure from 100 to 170. Tubing chamber was also filling up on its own).however,the root cause for reported failure is undetermined. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A manufacturing record evaluation was performed for the finished device for this product (B)(4) /serial (B)(4) combination,and no non-conformances were identified. No further investigation beyond what is noted below will be conducted on this complaint. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field UDI: (B)(4)